Manufacturer narrative:
The covidien field service engineer (fse) evaluated the device and updated the software to revision an. The fse notified the customer that the ventilator still needs to be repaired prior to putting back in service. Covidien was not authorized to service the ventilator. (B)(4).

Event description:
A report was received from (B)(6) with information stating that during a software update, the ventilator's touchscreen was not operating properly. The malfunction did not occur during patient use.